Event description:
Boehringer labs visigi unit 5236 was utilized in a sleeve gastrectomy. Bougie was advanced and sleeve was performed. Bougie was removed and discarded. It was not realized until patient re visited with abdominal pain that the bougie was stapled and a piece was left in patient. The patient had to undergo a revised emergency procedure to remove rest of device. (B)(6).